Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app would not connect to the ilet despite correct sensor code entry and other bluetooth devices being disabled, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components; the device was rebooted, after which the cgm connection was achieved and setup completed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet consistent with an intermittent communication failure localized to antenna functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.